Event description:
It was reported that a spectrum pump displayed a false downstream occlusion message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to false downstream occlusion alarms which were not reproduced. The current reading of the downstream sensor was found out of specification (high reading). Evaluation found the downstream pressure plate gap to be out of specification. The device was calibrated to correct this condition.